Manufacturer narrative:
The following patient information was requested but was not made available by the physician/treating facility: weight, date of birth, pre-existing conditions, and medications. Device not accessible for testing - the medical device remains implanted and was therefore not available for return and evaluation. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the procedure, a type ia endoleak was found and an aortic extender was added. Following the implantation of the aortic extender the endoleak disappeared. The patient tolerated the procedure. On (B)(6) 2020, a computerized tomography showed a type ib endoleak and a suspected type ii endoleak. During a follow-up period, the aneurysm diameter was enlarged for approximately 5 mm in two years. Therefore, an additional procedure was indicated as necessary. On (B)(6) 2022, a definitive diagnosis of type ib endoleak was made by an angiography. No findings of type ii endoleak were shown. A reintervention was performed in which the left internal iliac artery was coil-embolized and a gore® excluder® aaa endoprosthesis contralateral leg component was implanted. The treatment area was extended into the external iliac artery and the endoleak disappeared. The patient tolerated the procedure. The reporting physician commented as follows: in the initial procedure, the landing zone of the left side might have been insufficient.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. G3/4 date received by manufacturer 28-apr-2022 - manufacturing investigation activities were concluded on this date. H6: code 4111, communication/interviews- additional information in regard to the event of the case was requested from the physician. The provided additional information is captured in the event description in section b5. H6: code 213, no device problem found ¿ a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. H6: code 1583, inadequacy of device shape and/or size ¿ per the physician on the suspected cause of the type 1b endoleak in the initial procedure, the landing zone of the left distal side might have been insufficient for the implanted device. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require additional intraoperative procedure time or intervention include, but are not limited to endoleak and aneurysm enlargement. The gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy including but not limited to iliac artery treatment diameter range of 8 ¿ 25 mm and iliac distal vessel seal zone length of at least 10 mm.